Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high bg of 581 and highest ketones of 2.8. Patient changed infusion set and bolused. No further information available.